Event description:
It was reported that the flex video scope had blurred, indistinct or noisy image. The issue occurred during service. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during set up/ inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified for the blurry image. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material on the light guide plug, in the control body and in the scope connector. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.